Manufacturer narrative:
(B)(4).

Event description:
It was reported that the indication for use was cardiac support during the procedure. While in the cardiac catheterization lab the md inserted the intra-aortic balloon (iab) via a sheath into the pt's left femoral artery. After insertion the iab was connected to the intra-aortic balloon pump (autocat2 wave, serial number (B)(4)) and the pump was turned on. There was no alarm during this period, but the iabp showed no improvement of the pt's blood pressure. The whole system was checked and there was nothing wrong; the catheter was correctly connected. The physician checked the x-ray image and found that the balloon was only partially expanded/ inflated. As a result, the iab was removed and a second iab was inserted into the same insertion site. The new iab fully expanded and the alarm system was working normally. The length of time prior to this event was listed as "in the beginning". There was a reported delay/ interruption of approximately one hour in iabp therapy. There was no reported pt death, injury, or complications. The pump did not alarm and strips were not generated. The pt outcome is listed as good. Additional info received on 10/16/2014 from the distributor clarified that the md tried to use the pump to inflate the iab a few minutes. The md did remove the iab and sheath as one unit. The same pump was used with the second new kit of iab. Therapy was delayed and hour because the physician had to remove the default catheter and performed the new iab insertion process.